Event description:
The reporter stated the surgeon inserted an aa4203tf silicone plate toric lens and the lens was torn during insertion. The lens was removed without enlarging the incision and no suture required. There was no pt injury.

Manufacturer narrative:
H6. Evaluation codes: results - (other): visual inspection of the returned product showed that a haptic was torn off and was missing. There was a clear surgical residue on the lens. Conclusions - (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.